Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed removal attempt and an inability to safely remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed removal attempt and an inability to safely remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. At the time of the implant procedure, the patient presented with acute cholecystitis and pulmonary embolism. The optease filter was deployed below the renal vessels to complete expansion. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed removal attempt and an inability to safely remove the filter. Per the patient profile form, the patient underwent a percutaneous removal attempt. Medical records received indicate the filter removal attempt was made approximately 6 years after filter implantation on anticoagulation. Ascending venography showed evidence of thrombus within the vessel. The hook appeared to be adjacent to the endothelium and was not available for snaring. A 4mm balloon was used for balloon angioplasty in an attempt to move the hook into a more accessible place. Repeat snare attempts were made and it was felt it was more prudent to abandon filter removal and continue with anticoagulation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
At the implant procedure, the patient presented with acute cholecystitis is and pulmonary embolism. An optease filter was deployed below the renal vessels to complete expansion. Additional details from the patient profile form indicates the patient suffered a painful, percutaneous removal attempt. Additionally, due to having a known defective device remain in her body, plaintiff has and will continue to suffer general pain and mental anguish due to the increased risk of filter fracture, perforation, migration, tilt, embedding, occlusion, dvt/pe and other complications including death. Medical records received indicate the filter removal attempt was made approximately 6 years after filter implantation on anticoagulation. Ascending venography showed evidence of thrombus within the vessel. The hook appeared to be adjacent to the endothelium and was not available for snaring. A 4mm balloon was used for balloon angioplasty in an attempt to move the hook into a more accessible place. Repeat snare attempts were made and it was felt it was more prudent to abandon filter removal and continue with anticoagulation. Additional information is pending and will be submitted within 30 days upon receipt.